Manufacturer narrative:
Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to the missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl and other relevant blood glucose level was 600 mg/dl. Customer also experienced diabetic ketoacidosis and seizure. Customer stated that the reservoir was able to lock in place when inserted into the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.